Event description:
The av lead was implanted on (B)(6) 2013 and still remains implanted at this time. It was noted to have increased from 442 ohms to 863 ohms. Analysis for daily measurements showed increase since (B)(6) 2016. The physician was dr. (B)(6) of (B)(6) hospital. No other information available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).